Event description:
The user facility reported that the involved catheter was broken. An i.v. Catheter was placed in the patient's arm on (B)(6) and was removed on (B)(6). When removed, the health care professional and patient did not sense any discomfort or irregularities that would suspect a broken catheter. On (B)(6), the patient was discharged from hospital. On (B)(6), the patient complained of sense that foreign substance was present in the blood vessel of their arm, thus an echo examination was performed. On june 21st, the result of operation was provided as additional information. The operation was performed to remove the foreign material on (B)(6) and no catheter was found in the vessel; however, a hematoma-like substance was found. Since a broken catheter was suspected in the patient vessel, the operation was performed to remove it. However, no catheter was found from the patient vessel. The procedure outcome and patient impact was unknown.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. No sample was returned for investigation. The concerned product is constantly produced by fully automated process that includes the assembly of inner needle and catheter, fitting connection of those, cap, and protector attachment, labeling of individual packaging through to boxing process. The manufacture inspection records of the reported product code for past five (5) years were traced back and reviewed. As a result, no defective properties that may have adversely contributed to a broken catheter have been noted. Moreover, the results of the sampling inspection, which is periodically conducted per lot, recorded no defective products, such as scratched catheter, or broken catheter. When we traced back the records of product performance reports, we received for past five (5) years, no reports related to a broken catheter, which was attributed to the product, was confirmed. We were not able to identify the root cause of the reported issue since no anomalies were confirmed in our manufacture inspection records. Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.